Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion from a dislodgement of the right ventricular (rv) lead. It was noted that there were rising thresholds on the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.